Event description:
They have a red, dry and chapped area where their wedding ring would be. They are trying the duprene smt gloves and they are working so far. I think the glove is in some way reacting to the medal of the wedding rings and when they wear the gloves that is where the reaction is just so this is clear...they are not wearing their rings with the esteem-neu thera surgeons gloves. Additionally, nurse stated their symptoms started in august. It started on their ring finger in the area one would wear a ring. Their ring is white gold, and they would not wear it while scrubbed. They stated they would break out in a rash over their fingers, it would crack and bleed. The symptoms would go away over the weekend. During a regular dr. Check up they showed the dr. Their hands and was given prescriptive medication to try, but it did not work. They have not tried any new soaps/lotions. They use neutragena lotion (fragrance free) at home. They scrubs with avagard.